Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced an event of tape was not sticking on 22-jun-2024. The event occurred after one day of insertion. No further information was available.